Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that for a specific pair of batteries, unusually rapid depletion of charge and significant heat generation were observed. The batteries were replaced. There was no health hazard occurred to the patient.